Event description:
It was reported that the liquid crystal display (lcd) on the programmer was "broken." The programmer was returned for repair. No patient was impacted.

Event description:
It was reported that the liquid crystal display (lcd) on the programmer was "broken." The programmer was returned for repair. No patient was impacted. It was further reported there was a chip in the screen. The screen went blank.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the center of the screen appeared slightly damaged. Analysis was unable to confirm the second issue, power was recycled multiple times with no success recreating the blank screen.

Event description:
(B)(4).